Event description:
A customer reported experiencing a cgm error 42 issue with their device. There was no adverse impact to the customer's blood glucose level. The customer took corrective action by resetting the pump, which resolved the problem as the error code did not appear again, allowing them to successfully start a new sensor session.

Manufacturer narrative:
Allegation captured in medwatch report: 3013756811-2026-29870.